Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that a vena cava filter, implanted four months previously, migrated cephalad to a location just above the renal veins. The filter position was identified in a chest x-ray taken for an unrelated pt problem. There has been no intervention reported to date and no known pt injury.